Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had been getting decreases and fluctuations in their heart rate and becoming dizzy. The device remains in use. No further patient complications have been reported as a result of this event.